Event description:
The clinician reports, that the implant was inserted (B)(6) 2018 in ada 5 of the patient's mouth. Details of surgery are reported as follows: immediate extraction site. On (B)(6) 2019, loss of osseointegration of the implant was verified. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: infection, swelling and inflammation. No further patient complications were reported.